Manufacturer narrative:
Conclusion there is no indication of a malfunction of the mr system or coil used. The injury, 2nd degree burn on the inside of the thigh is consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Contributing factors: the patient was elderly. The patient was sedated and unable to sense or communicate heat sensations. The thermoregulation of these patients is often impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. 10 scans with high sar values (> 2 w/kg) were executed in a short period of time, allowing no cool down time for the patient. The total administered specific energy dose of 9.4kj/kg is extremely high for a patient with impaired thermoregulation. The instructions for use advises to avoid sed >3.0 kj/kg, preferably keep sed <2.0 kj/kg for those patients. H3 other text : incident occurred in (B)(6) 2023, was only recently reported to us and considered a use error. No indication for system contribution.

Event description:
Philips received a report that a patient suffered 2nd degree burns on the inside of the thighs that required medical intervention.